Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda and difficult imaging were due to pre-existing patient anatomy. The reported unchanged mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024 a patient presented with a rotated heart and a large left atrium, and degenerative mitral regurgitation (mr) grade 4 for a mitraclip procedure. There was difficulties visualizing the clip during the procedure due to patient anatomy and poor imaging. One clip was implanted. Post-implant a single leaflet device attachment (slda) was observed. The clip was attached to the anterior leaflet. An additional clip was attempted to be implanted but was unable to deploy due to poor imaging. The final mr grade was 4. Per the physician, the slda was due to pre-existing patient anatomy.